Manufacturer narrative:
Upon evaluation the failure modes of unintentional activation and run on could not be duplicated. However, upon disassembly for visual inspection the sockets were corroded and the flex was delaminated.

Event description:
While testing the remb sag saw during routine servicing it ran without user activation. Additionally the service technician reported that it possibly continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.